Event description:
Per the clinic, it was reported that the patient was treated with antibiotics drops for the reported infection (date not reported).

Manufacturer narrative:
This report is submitted on june 12, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced facial nerve stimulation, pain and magnet dislodgement during an MRI (1.5 tesla). Surgery to palpate and reposition the magnet was completed (date not reported). The implanted device remains.